Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported error proximal pressure sensor autozero failure. There was no patient involvement.

Manufacturer narrative:
G4: 14jul2020. B4: (B)(6)2020 the manufacturer¿s technical services (ts) could confirm the reported proximal pressure sensor autozero failure. It was observed that the unit failed the system leak test however the issue could not be duplicated. The field service engineer(fse) stated that reseating the (data acquisition) da board resolved the proximal pressure sensor autozero failure error. After extensive testing the fse was not able to repeat the system leak error. The system leak test was performed multiple times and the unit didn't fail. A full (preventive maintenance) pm was completed on the device and no further errors were noted. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.